Manufacturer narrative:
The pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal. No motion sensor test failure alarm noted during testing. Unable to verify the motor position encoder error alarm due to the over written pump history. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, unexpected restart due to the constant motor error alarm. The pump passed the self-test and all operating currents measurement were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 101 mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.